Manufacturer narrative:
The customer replaced the sodium electrode again and the issue appeared to have been resolved. This event occurred in (B)(6).

Event description:
The initial reporter received questionable sodium results from cobas c 111 analyzer serial number (B)(4) after the electrode was replaced. The initial result was 122.6 mmol/l and the repeat result was 122.0 mmol/l. The customer re-installed the old electrode and the results were 137.2 mmol/l and 137.6 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.